Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. D23518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, stiffness, myositis, stomach pain, abdominal cramps, gravida ii, parity 2, low back pain, spastic paraparesis, sciatica, leg pain (pain in limb, ankle pain, toe pain), hypophosphatemia, obesity, constipation, prophylaxis, hypertension, weakness, palpitations, nausea, herniated disc, swelling nos, leg spasm, dystonia, fever, diaphoresis, fatigue, hematuria, myalgia, numbness, muscle pain, polymyositis, dvt, hypokalemia, skin eruption, stiff person syndrome, urinary urgency, conjunctivitis, dental caries, bell's palsy, lumbar spondylosis, onychia, seizure, vitamin d deficiency, mammogram abnormal, paratubal cyst and left lower quadrant pain. Previously administered products included for an unreported indication: mirena, norethindrone, carbidopa, clorazepam, norethindrone, acetaminophen, ergocalciferol, ibuprofen and prednisone. Concomitant products included baclofen, fentanyl, levofloxacin (lovenox), lorazepam (ativan), omeprazole (protonix), ondansetron hydrochloride, paracetamol (tylenol) and pregabalin (lyrica). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 13 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction nos") and arthralgia ("knee pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and arthralgia was resolving and the menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both ostia were seen. 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, menorrhagia, pelvic pain, headaches, hair loss, overweight, anxiety, knee pain and dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 41-year-old female patient who had essure (batch no. D23518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, stiffness, myositis, stomach pain, abdominal cramps, gravida ii, parity 2, low back pain, spastic paraparesis, sciatica, leg pain (pain in limb, ankle pain, toe pain), hypophosphatemia, obesity, constipation, prophylaxis, hypertension, weakness, palpitations, nausea, herniated disc, swelling nos, leg spasm, dystonia, fever, diaphoresis, fatigue, hematuria, myalgia, numbness, muscle pain, polymyositis, dvt, hypokalemia, skin eruption, stiff person syndrome, urinary urgency, conjunctivitis, dental caries, bell's palsy, lumbar spondylosis, onychia, seizure, vitamin d deficiency, mammogram abnormal, paratubal cyst and left lower quadrant pain. Previously administered products included for an unreported indication: mirena, norethindrone, carbidopa, clorazepam, norethindrone, acetaminophen, ergocalciferol, ibuprofen and prednisone. Concomitant products included baclofen, fentanyl, levofloxacin (lovenox), lorazepam (ativan), omeprazole (protonix), ondansetron hydrochloride, paracetamol (tylenol) and pregabalin (lyrica). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), 13 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction nos/allergy: other"), arthralgia ("knee pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hypersensitivity, menorrhagia, abdominal pain, dysmenorrhoea and dyspareunia had resolved, the menstrual disorder, vaginal haemorrhage, depression, anxiety, weight increased and alopecia outcome was unknown and the arthralgia was resolving. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both ostia were seen. 3 coils were seen. Medical leave related to essure : yes. Patient received treatment for- pain, bleeding and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, menorrhagia, pelvic pain, headaches, hair loss, overweight, anxiety, knee pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event was added- abdominal pain, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse). Event outcome was added- pain, bleeding, allergy was resolved. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. D23518) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index high, stiffness, myositis, stomach pain, abdominal cramps, gravida ii, parity 2, low back pain, spastic paraparesis, sciatica, leg pain (pain in limb, ankle pain, toe pain), hypophosphatemia, obesity, constipation, prophylaxis, hypertension, weakness, palpitations, nausea, herniated disc, swelling, leg spasm, dystonia, fever, diaphoresis, fatigue, hematuria, myalgia, numbness, muscle pain, polymyositis, dvt, hypokalemia, skin eruption, stiff person syndrome, urinary urgency, conjunctivitis, dental caries, bell's palsy, lumbar spondylosis, onychia, seizure, vitamin d deficiency, mammogram abnormal, paratubal cyst and left lower quadrant pain. Previously administered products included for an unreported indication: mirena, norethindrone, carbidopa, clorazepam, norethindrone, acetaminophen, ergocalciferol, ibuprofen and prednisone. Concomitant products included baclofen, fentanyl, levofloxacin (lovenox), lorazepam (ativan), omeprazole (protonix), ondansetron hydrochloride, paracetamol (tylenol) and pregabalin (lyrica). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 13 days after insertion of essure. In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic reaction nos") and arthralgia ("knee pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and arthralgia was resolving and the menstrual disorder, hypersensitivity, vaginal haemorrhage, menorrhagia, depression, anxiety, weight increased and alopecia outcome was unknown. The reporter considered alopecia, anxiety, arthralgia, depression, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both ostia were seen. 3 coils were seen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram on (B)(6) 2018: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : vaginal haemorrhage, menorrhagia, pelvic pain, headaches, hair loss, overweight, anxiety, knee pain and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: plaintiff fact sheet and medical record received. New events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, weight gain, hair loss and knee pain. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Lot number newly added. Outcome of event pelvic pain was changed to recovering/resolving. Incident. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.